Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from a crack or slit in the tubing. This was observed during an unspecified process step. The tubing was removed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.